Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, partial malfunction occasionally.

Manufacturer narrative:
This follow-up MDR is created to document the additional patient and event information, and the evaluation of the returned device. A touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed two separations in the bladder of cylinder 2. Testing revealed both to be sites of leakage. Microscopic examination of the separations revealed them both to have a central groove, indicating contact with sharp instrumentation such as a needle. Abrasion was noted on one of the exhaust tubes and inlet tube of the pump. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, the abrasion marks noted on the one exhaust tubing and inlet tube of the pump matched in such a way to conclude that they had abraded against one another while in-vivo. The available information did not indicate what factors may have contributed to the reported "partial malfunction", but did indicate the two separations in the bladder of cylinder 2 occurred during the explant procedure. Therefore, as no other functional abnormalities were noted, quality cannot determine the cause of this reported event. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, the information received indicated these separations occurred during the explant procedure. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, partial malfunction occasionally. Additional information received indicated that the cylinder was punctured twice with a suture needle during explantation according to the physician's report.